Event description:
It was reported that the patient experienced reflux after being prepped and was under anesthesia care prior to starting the spinal cord stimulator (scs) trial procedure. The procedure was aborted prior to incision and the patient was flipped to administer care. The patient recovered in post-anesthesia care unit (pacu). No device was involved.

Manufacturer narrative:
We were unable to provide the detailed product information. All available product data has been included in this report.